Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to loose/protruded drive support disk. No prime alarm noted. The motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, error test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. The customer's blood glucose level was unknown. The customer's device was replaced, and they were asked to return the device for analysis.